Event description:
Patient was undergoing a right thoracentesis. The thoracentesis kit was opened and the catheter was inserted in the right posterior chest but was unable to drain pleural fluid. The catheter was removed and tested outside the body and still found to not allow air to come through the tube.a second catheter tray was opened and patient had to be re-punctured.what was the original intended procedure?right thoracentesis.device #1is this a laboratory device or laboratory test?no.